Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, every time the connected single-use laryngoscope blade was placed at the back of the patient's tongue, the device would "black out." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the customer's smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was unable to confirm the reported failure. When connecting the customer's glidescope core smart cable to known, good, test verathon equipment and manipulating it, the video image remained normal. The camera image quality test was performed and passed. Upon completion of the evaluation, the customer's smart cable was scrapped as they had already received a replacement glidescope core smart cable. No further investigation is required at this time. Verathon will continue to monitor for trends.